Manufacturer narrative:
Life threatening also applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) reported that the patient had a confirmed infection and had sepsis within the last week (¿24-48 hours¿). The infection was in the back. It was noted that they were trying of see if the infection had settled around the patient¿s implantable neurostimulator (ins) and an MRI was to be performed. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.